Manufacturer narrative:
Additional information obtained indicated the cause of death as metastatic lung cancer.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a mortuary with limited information. Further review of the manufacturer¿s database indicated the patient died approximately six weeks after device system implanted. Information obtained from the physician's office noted the patient was discharged from the hospital to hospice four days prior to patient death. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5076-52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.